Event description:
"Twin pass" catheter used during a cardiac interventional procedure; tip of catheter fractured and could not be removed. The tip was stabilized with a stent. The pt was discharged alive. The catheter was discarded against hospital policy. Product is not available for review/examination.